Manufacturer narrative:
Device passed displacement test and self test. Insulin pump error hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Device received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer¿s blood glucose level was 81 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed self test and displacement verification test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.